Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions: the imaging evaluation stated after balloon inflation, an unk object appears within the implanted devices. Unk object appears to have been snared and successfully removed.

Event description:
On (B)(6) 2011, a pt presented with an aneurysm of a fistula in the forearm. An 8x5 gore viabahn endoprosthesis was inserted from an antegrade approach and successfully advanced to the intended site. The device was successfully deployed. It was reported to gore that after the catheter was withdrawn from the sheath, the technician observed that the distal tip of the device was missing. The physician snared the tip from the radial artery and successfully retrieved it. The pt is fine. The device was misplaced by the facility and was not returned to gore.